Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via fluroscopy. Surgical intervention was undertaken on (B)(6) 2018 during which the existing lead was explanted and replaced. Stimulation was reportedly restored.